Manufacturer narrative:
This product is registered as a combination product. The reported event of lead dislodged and loss of rv pacing could not be confirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodged was observed post procedure - after leaving procedure room. The patient passed out due to loss of rv pacing. The lead was repositioned and the patient was in stable condition.